Event description:
It was reported that an ilet user was fearful of using meal announcements, leading to inconsistent or missed meal announcements and subsequent insulin stacking, with elevated blood glucose followed by lows; customer care guided the user through a full factory reset and insulin delivery was resumed as intended. No reported symptoms. Outcomes included no hospitalization and resolution after troubleshooting and education. Investigation included a technical review by customer care and user retraining guidance. Investigation of this case revealed user handling and use error related to meal announcement practices, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error due to inadequate initial training.